Event description:
It was reported that there was undersensing in the right ventricular (rv) lead. The sensitivity was increased in the rv lead. The rv lead remains in use. There were no patient complications reported as a result.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.